Event description:
It was reported by the physician that the patient was deceased. An obituary reports the date of death as (B)(6) 2015 and that the patient passed away peacefully. The physician did not know the cause of death or relationship to vns, as the details of the death were not reported to the physician. As a result, no additional information was provided. Follow-up with the patient¿s treating nursing facility reported that the patient passed away in his sleep. The facility reported the patient¿s death was natural, but specific cause of death was not known. The vns devices are not available to return to the manufacturer for analysis. The death certificate is unable to be obtained due to state laws. With the available information, the manufacturer reviewed the death and the death was determined to be classified as possible sudep.